Event description:
A hydrothermablator procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approximately one minute into the ablation phase of the hta procedure, the physician pulled back on the procerva sheath to adjust the scope view. But a portion of the sheath broke off into the patient. The physician immediately aborted the procedure and performed the cool down phase. The procerva sheath was removed from the patient. The physician used a flexible scope to retrieve the detached piece from the uterus. There were no complications and the patient's condition was reported as fine.

Event description:
A hydrothermablator procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approximately one minute into the ablation phase of the hta procedure, the physician pulled back on the procerva sheath to adjust the scope view. But a portion of the sheath broke off into the patient. The physician immediately aborted the procedure and performed the cool down phase. The procerva sheath was removed from the patient. The physician used a flexible scope to retrieve the detached piece from the uterus. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
The procedure set was returned for evaluation and a small part of the sheath was separated from the assembly due to a lack of adhesive. No other physical damage or imperfections were observed on the rest of the returned procedure set. The functional test could not be performed with the broken sheath. The most probable root cause of this complaint is "supplier manufacture".

Event description:
At about 1 minute into the ablation cycle of the hta procedure, the physician pulled back on the pro cerva sheath to adjust the scope view. However, at this time, the sheath broke. There was a clean break of the plastic sheath at the tip. It was unknown what length of the sheath tip broke off. The physician immediately aborted the procedure and performed the cool down phase. The pro cerva sheath was removed from the patient. The physician used a flexible scope to remove the broken sheath tip from the uterus. There were no patient complications.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
(B) (4).